Event description:
Elevated resting heart rate, auto immune diseases - fibromyalgia, rheumatoid arthritis(early 20s), daily migraines, capsular contracture, back and body aches. FDA safety report ID # (B)(4).